Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed (B)(4) and jumped to (B)(4) then back down to (B)(4). Also, it was reported that the customer experienced intermittent inaccurate fill estimates. Reportedly, the customer's blood glucose level was stable. The customer was able to load a new cartridge.

Manufacturer narrative:
(B)(4).